Event description:
Additional information: it was reported that patient's pump and catheter were explanted, as the patient and their family felt "too many problems with catheter outweighed benefits". The patient and patient's family were in agreement to not have the explanted device system revised/replaced. The patient was returning to oral baclofen. It was noted that in regards to previous revisions due to kinked/blocked catheter and prior to removal, the catheter appeared dislodged; and the patient had spinal headaches and required a blood patch with each revision. Catheter revisions: (B)(6) 2009, (B)(6) 2009 and (B)(6) 2011. The patient had fully recovered; and upon a post operation visit on (B)(6) 2012, the incisions were noted as having "healed". Pump printouts / telemetry indicated the drug administered was baclofen, and there was no indication within the medical chart that the drug was compounded. It was reported previously in manufacturer's report # 3007566237-2012-00039: it was reported that the patient's family decided with patient in agreement that they wanted "pump and catheter removed instead of catheter revision". Seriousness of the event was indicated as in-patient hospitalization. The device was explanted. Additional information has been requested, but was not available as of the date of this report. Further information will be reported in this manufacturer report.

Event description:
Additional information: it was later reported that the patient experienced surgical wound dehiscence; an open wound with serosanguineous drainage. It was reported to have resolved without sequelae early (B)(6) 2012. It was also noted that the patient experienced a spinal headache; etiology from pre-existing condition, worsening or exacerbation. The patient had symptoms of headache and vomiting. Intervention included shunt adjustment which was done late (B)(6) 2012 and zanaflex 2 mg at bedtime. It was noted the outcome as resolved without sequelae early (B)(6) 2012.

Event description:
It was reported that patient presented with decreased therapeutic benefit or presented with visible signs/and or symptoms of decreased therapeutic benefit as of 2011-(B)(6). Patient experienced symptoms of swelling/fluid collection at back incision, fever, loose stools and fatigue on 2011-(B)(6). Patient also had increased spasm. It was noted that the catheter had extruded from the back. Additional information has been requested; a follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
Catheter model 8731sc, (B)(4), implanted: 2011-(B)(6), explanted: 2011-(B)(6), catheter model 8709, (B)(4), implanted: 2007-(B)(6), explanted: 2011-(B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The event etiology was reported as incisional site/device tract at the lumbar site. The patient experienced baclofen withdrawal.